Event description:
The customer reported that the when the ventilator alarmed, the facility remote alarm did not alarm. The ventilator was in use on a patient, and the customer reported there was no patient harm. The manufacturer's field service technician verified the customer reported problem. The service technician reported that testing of the alarm output signal failed, and noted that the remote alarm connector on the main pcb board was loose. The service technician replaced the main pcb board to correct the finding. Applicable final testing was completed and all tests passed per operating specifications.